Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin. Tandem technical supported educated the customer that they must use room temperature insulin. Customer continued to use the cartridge. There was no adverse impact to customer¿s blood glucose level. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.